Event description:
Caller reported tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Cts confirmed the cartridge alarm and decided to replace the pump. Customer will continue to use their current pump for insulin delivery until the replacement arrives. Cts advised customer on steps for managing the current pump and instructions for returning it to tandem. A replacement pump with updated software was sent, and customer acknowledged the instructions provided.